Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736411, product ID: 9735737, serial/lot #: (B)(6), product ID: 9735764r, h3: a manufacturer representative went to the site to test the equipment. It was reported that the computer was replaced. The navigation system then passed the system checkout and was found to be fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system was unresponsive. The system would boot up to a black screen of text, with several lines indicating "failed" processes. The system did not proceed past this point and failed to boot up properly. It was noted that the issue reportedly had occurred before but usually resolved after a reboot. The manufacturer representative recently completed a preventative maintenance (pm) on this system, but the issue did not occur, however they were on site again on the date of this report and confirmed the issue. The probable cause of the issue was likely either caused by either a software glitch, a malfunctioning solid-state drive (ssd), or a malfunctioning computer. It was noted that the ssd would be replaced first. It was further reported that after replacing the ssd, the system booted into the same issue, which was the black screen with scrolling white text. The manufacturer representative rebooted the system and performed additional troubleshooting to no success. The next recommendation was to replace the computer. No patient involvement was reported.

Manufacturer narrative:
H3, h6: the 9735764r computer, lot 2107f00285 was returned for evaluation. No failures were found. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports functioned correctly. The sound functioned on the ports. The computer passed all burn-in testing v9.1. The computer was fully functional. Codes b01, c19 d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. Codes b17, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the solid state drive (ssd), lot number: s6psnj0x302173v, was returned to the manufacturer for analysis. No issues found with the ssd. The ssd didn¿t have any installed apps. S.m.a.r.t data self-test reported no errors on the drive. Drive functioned normally without failure. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.